Manufacturer narrative:
Device evaluation was selected as the follow-up type because although the device was not returned for investigation, analysis of a photograph of the device provided by the complainant was completed. Problem code 1069 captures the reportable event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Visual examination of the device photograph revealed that the cutting wire was detached from the tome's extrusion. It is important to mention that the cutting wire was not observed to be broken, and the welding between the wire anchor and the cutting wire appears to be fine. However, the wire anchor dislodged could be perceived by the user as cutting wire broken; consequently, confirming the reported complaint. Therefore, based on the picture provided by the complainant, it is most likely that cutting wire anchor slipped out, causing the catheter to tear and allowing the cutting wire to come out from the tome's extrusion. However, since the device was not return for analysis, it is not possible to determine if the device has this kind of failure mode; therefore, the most probable cause is cause not established since the cause of the dislodged wire anchor cannot be determined from the photograph provided. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that when the device was bowed following cannulation, the cutwire broke from the distal end of the sphincterotome, and was therefore unable to conduct energy and cut. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that when the device was bowed following cannulation, the cutwire broke from the distal end of the sphincterotome, and was therefore unable to conduct energy and cut. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.